Manufacturer narrative:
The fsr replaced the tongue and the unit operated to the manufacturer's specifications. The suspect device was sent to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the tongue of the roller pump was found broken. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.